Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that moisture was evident in the battery compartment. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/01/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/20/2014 with the following findings: evidence of short battery life was observed in the black box data. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Visual inspection revealed that the battery compartment was completely intact. Evidence of moisture ingress was observed inside of the battery compartment and on the underside of the battery cap. Evaluation revealed that the pump drew electrical current within the specifications; the reported event was not duplicated. The pump passed a leak test. The pump case was removed, and no further evidence of moisture ingress was observed. The relation of the moisture-ingress event to the reported event could not be determined, as the reported event was not duplicated.